Event description:
The device was used during a hemicolectomy procedure. Reportedly, the staples did not form properly. The surgeon resected additional tissue to complete the procedure. The hosp has stated that the pt's status is satisfactory.